Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the mesh failed resulting to a recurrence of hernia and another hernia above the original spot. The patient also experienced gastrointestinal symptoms since the initial procedure. A partial bowel obstruction was also noticed. The surgeon then did a revision of a laparoscopic central hernia repair procedure and performed a lysis of adhesion, as well as the repair. In addition the patient complained of hand and foot swelling since the original surgery but it was not confirmed whether or not it was related with the initial surgery.